Manufacturer narrative:
(B)(4). The complainant reported that they were having problems with the cannula rolling and putting pressure on the nares. No complaint devices were available for investigation. Fisher & paykel healthcare recognizes that correct cannula size selection, correct prong placement and fit and careful patient monitoring are vital when using nasal cannula therapy. The angle of the nasal prongs within the nares can be affected by the position of the cannula tubing on the patient's face as well as the method that the hospital uses to secure the cannula. The product user instructions describe how to choose and fit the nasal cannula for the patient and include the following statements: ensure that the correct cannula size for patient is selected and cannula is correctly positioned in the nares to prevent cannula dislodgement; ensure that the tubing is not applying excessive pressure to the ears and face; patient monitoring is recommended.

Event description:
A hospital in (B)(6) reported a general issue where the bc2425-20 (quantity 5) and bc2435-20 (quantity 5) neonatal oxygen therapy nasal cannulas roll up and out and put pressure on the patients' nares.